Event description:
It was initially reported during a presentation at the european society of cataract & refractive surgeons (escrs) 2021 symposium that eyhance haptics did not de-attach from the lens after five minutes. It was also mentioned this is known as ¿sticky haptics¿ and related it to the toric model, and ¿hand shaking¿ was mentioned as related to how the lens is prepared in the injector. This issue is related to 25-35% of the cases. The surgeon recommended bimanual irrigation to manipulate the lens. Two instances required manipulation with a second instrument. No patient issues or secondary interventions were reported. Further to the initial report, issues were concerning tecnis itec (model pcb00) preloaded devices and tecnis eyhance intraocular lens (model dib00) with tecnis simplicity delivery system. For the tecnis dib00 power-diopter range was 20.9 +/- 4.2 pcb00 power-diopter range was 21.1 +/- 3.8 and incision size (mm) were 2.2 to 2.4 for both devices. Issues reported for these devices were haptic adhesion issues, bent and twisted haptics, lead haptic and trailing haptics straight. Both right eye and left eyes were noted; however, the patient's gender or age as well as which device was used in which eye is unknown. No patient issues or secondary interventions were reported. This submission is for haptic adhesion cases reported for an unknown number of pcb00 tecnis itec preloaded units.

Manufacturer narrative:
Age range 67.7 +/- 8.5 years. Sex: both male and female weight, ethnicity: unknown, information not provided. Date of event: date unknown/ not provided. Serial#: unknown/ not provided. Catalog#: a complete catalog number is unknown, as product serial number was not provided. Expiration date: unknown, as product serial number was not provided. UDI #: unknown, as product serial number was not provided. Implant date: unknown/ not provided. Explant date: unknown/ not provided. Telephone number: not provided. First/given name: not provided. Device manufacture date: unknown as product serial number was not provided. The intraocular lens (iol) is not returning for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.